Manufacturer narrative:
Product analysis as found condition: the solitaire fr 6-30 stent device was returned for analysis inside a sealed biohazard bag and a shipping box. Damaged location details: the solitaire fr 6-30 stent finger markers were examined inside the introducer sheath. All finger markers were correctly aligned, and no damage was noted. The stent was still attached to the pusher inner core wire. The stent¿s working and non-working length struts were in good condition and were found fully open. No irregularities were found outside the proximal marker. The marker coil was in good condition. The pusher was found broken into two segments at the buffer weld within the shrink tubing. The pusher shrink tubing was found to be accordion at ~9.0cm to ~10.0cm from the distal end of the marker coil. No bends or kinks were found on the pusher wire. No other anomalies were found. Testing/analysis: n/a conclusion: based on the reported information and device analysis, the customer¿s ¿failure to open¿ report could not be confirmed, as the stent was open on the returned solitaire fr 6-30 stent device and could not be confirmed during device analysis. Possible causes of failure to open include stent damage and entanglement of the finger marker. However, the cause of the failure to open could not be determined, as no stent damage was noted. Additionally, the solitaire fr 6-30 stent pusher wire was found separated at the buffer coil weld. Device separation can occur due to vessel tortuosity, retrieval friction, guide/balloon catheters or intermediate catheter integrity issues such as kinking within the shaft, presence of a pre-existing extra/intracranial stenosis or calcified plaque, presence of hard clots/thrombus entanglement with overbending during the retraction process, not aligning the microcatheter with the proximal end of the solitaire device, or removal of the microcatheter prior to retrieval of the solitaire device with or without clot. In this event, the customer stated that the vessel tortuosity was moderate, ruling out vessel tortuosity as a potential cause. Therefore, retrieval friction, guide/balloon catheters or intermediate catheter integrity issues such as kinking within the shaft, presence of a pre-existing extra/intracranial stenosis or calcified plaque, presence of hard clots/thrombus entanglement with overbending during the retraction process, not aligning the microcatheter with the proximal end of the solitaire device, or removal of the microcatheter prior to retrieval of the solitaire device with or without clot could have contributed to the device separation. However, the cause of the device separation could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that a solitaire fr stent could not be fully opened during the deployment process and could not embed with the thrombus. The stent was replaced with a new medtronic product to complete the procedure. Additional information was received. The patient did not experience any adverse event or injury in association with this event. The lesion was characterized as a left middle cerebral artery embolism, with moderate vessel tortuosity and occlusion located in the left middle cerebral artery. Baseline and post-thrombectomy nihss and tici scores are unknown. The patient presented with hemiplegia for mechanical thrombectomy. The first pass reached the thrombus successfully, with no issues during microcatheter navigation and no friction during delivery of either the first or second pass. Additional information was received. There was not any allegation against the rebar catheter. The catheter used was a medtronic rebar 27, and catheter flush was administered per IFU during the procedure. The cause of the stent¿s incomplete opening was not determined the reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event.